Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no login errors for the user. A technical support specialist (tss) reviewed confirmed that the user had logged in successfully throughout the day. The tss advised the customer to have the user log in until the temporary tattoo had worn off. Customer did not report any other login issues and gave permission to close the case. Thesystem functioned as intended after the technical support specialist assessed the customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was no option for a password when bioid failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.